Event description:
The lay user/pt initially called lifescan (lfs) in 2008 and alleged that ok button on her one touch ultrasmart meter does not respond. The lifescan (lfs) medical affairs attempted to contact the pt to obtain the add'l info. The lfs received a call back from the pt on two weeks later and obtained the following info. According to the pt, the reported issue began either early 2008. She was not testing her blood sugar after the reported issue. She was taking her regular diabetes medication, metformin one tablet three times daily during the issue. Sometime in the following month, she was feeling sweatiness and dizziness. She mentioned that dizziness and sweatiness are normally symptoms of high blood sugar for her. She primarily did not do anything to treat her symptoms. She then, went to see her doctor on the same day when she had started feeling those symptoms. She was tested on the doctor's meter and reported a blood sugar result of 237 mg/dl and was treated with some insulin. The customer svc agent (csa) was able to resolve the issue by troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt mentioned about not testing her blood sugar due to the reported issue and later, felt sweatiness and dizziness and was treated with insulin at the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.